Event description:
Customer reported that the insulin pump returned a failed battery alarm. Customer reported installing a new battery, then receiving two error alarms. Customer reported that the insulin pump was dropped the night before the call and the drive support cap was sticking out. Customer stated that he tried to push the drive support cap in while disconnected from the pump. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump passed displacement, operating currents, self test and off no power test. No failed battery alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.